Event description:
On (B)(6) 2023, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced a lot a mucus which led to difficulties breathing. The patient died. The cause of death was reported as breathing difficulties due to excess of mucus. An autopsy was not performed. The patient's caregiver did not think the events were related to the tubing or duodopa therapy in general. Due to the timing of the death, three days post peg placement, abbvie has reported this death conservatively.

Manufacturer narrative:
Reference number (B)(4).. Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. H6 code of 4581 was chosen to capture the event of a lot of mucus leading to difficulties breathing. Post procedural complications are known and labeled complications of peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.